Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from a split in the tubing through pinch valve pv37. The fse replaced the tubing resolving the leak. (B)(4).

Event description:
Customer reported a leak occurred during the shutdown process when using the coulter lh 500 hematology analyzer in their laboratory. The leak was clenz reagent and was approximately 10-15 ml in volume. The leak was not contained in the analyzer and leaked onto the countertop underneath the instrument. The source of the leak was the main dilutor compartment and was before any contaminated areas of the instrument. There were no error codes or flags generated. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing appropriate personal protective equipment at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.